Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed several loss of prime alarms. The pump was rewound, loaded, primed, and exercised with no alarms occurring.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.